Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device while in sync mode doesn't always deliver a shock. There was no patient impact reported.